Manufacturer narrative:
Through further investigation, it was learned that this device was explanted due to recurrent endocarditis of the mitral prosthetic valve. This is a (B)(6) patient with a history of IV substance abuse (heroin, cocaine, smokes), chronic (B)(6), h/o infective endocarditis (2014 haemophilus influenza, complicated by embolic cvas) and then admitted in (B)(6) 2016 again with infective endocarditis complicated by severe mr and cardiogenic shock requiring mvr, tricuspid repair and asd repair at that time. Organisms at that time grew streptococcus mitis/oralis. Based on the information received, this event is non-device related. No further action is required at this time.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". Through the implant patient registry, edwards learned that a (B)(6) patient underwent mitral valve replacement due to unknown reasons. The implant duration of the edwards explanted valve was six months.